Event description:
It has been reported to philips that the host pc would not boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed host pc was unable to boot up. As a part of troubleshooting process fse measure host pc bios (mother board) battery voltage, and it was discovered that the host pc bios battery level was low. The fse replaced the host pc bios battery. After replacement of the host pc bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.